Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was missing pixels. Multiple attempts were made to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.